Event description:
It was reported that the bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter: the needles are leaking out of the side.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: it was reported the needles were leaking out the side. To aid in the investigation, eight hundred forty-eight samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for evaluation. A visual inspection was performed with a 10x magnifier lens, and one sample has a molding short shot about 3/8" from the bottom of the needle hub. The sample was then connected to a syringe with saline solution. There was leakage of solution thorough the molding short shot. After analysis of the sample and the molding tool it was determined that stripper bushing wear could possibly have contributed to the symptom. A device history record review was completed for provided material number 305167, lot 2228394. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on 17 february 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.